Manufacturer narrative:
(B)(4) date sent: 9/26/2016. Batch # (B)(4). The analysis found that one pse60a device was returned with the knife jammed and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g partially fired was present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and b-formed staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) wedge resection procedure, the device was loaded with a black reload and it fired successfully. The device was reloaded with another black reload and the device partially fired then jammed; unable to completely fire staples. The surgeon activated the manual override to remove the device. The case was completed using a competitive device. There were no adverse consequences for the patient reported.